Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient underwent uneventful ilasik procedure in both eyes on (B)(6) 2015. Patient referred back to the center for evaluation of left eye for possible epithelial ingrowth. Patient was brought back to the laser suite (B)(6) 2015 for lift and stretch and removal of epithelial ingrowth in left eye. (B)(6) 2015, post operation - visual acuity sans corrected 20/20 right eye, 20/20 left eye rxm right eye plano 20/20. Rxm left eye plano -0.75 x 085 20/20.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted.